Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was noted to have been previously turned off at an unknown date. The lv lead was tested and no capture was observed. The lv lead was capped. No patient complications have been reported as a result of this event.